Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00006 (collagen corp #1026378). This is the first MDR submitted for the first suspect product. A physician reported a pt who was skin tested with a collagen test implant in 1999 with negative results. Pt was then treated in 1999 with one formulation of product in the glabella and a second formulation in the nasolabial folds. The pt developed red lines where the collagen was placed in the nasolabial as well as a lump at the lower left nasolabial area. A re-skin test was done on 26 oct 99. The pt was started on oral antihistamines and steroid cream. According to the physician, "product broke down quickly as of 9 nov 99". The test sites developed no symptoms. The physician considered the local symptoms to be product related. No systemic symptoms were reported.